Event description:
The surgeon was closing the anastomosis. The surgeon applied the device, cut the tissue, but the staples were not placed. When the surgeon released the stapler the jejunum was open. A second stapler was applied to the area which resulted in about 1/8 to 1/4 inch of additional tissue loss.